Event description:
It was reported that the right ventricular (rv) lead was found dislodged after a few days of implant. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Specification measurement, visual inspection and electrical testing were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the after few days of lead implant, the lead exhibited fitting issue and found retracted. The lead was explanted and replaced. The patient was in stable condition.